Manufacturer narrative:
The customer temporarily resolved the issue by re-initializing the icss, however, the issue occurred again. The customer reported that there was no adverse patient impact reported. The logs and network capture were reviewed by draeger. According to the draeger field service engineer (fse), the customer's engineer confirmed that there was a network port hardware failure on the hospital's standalone pendant unit. The fse replaced the pendant network ports and added new network points at the customer site. The draeger fse confirmed that the issue was resolved. There was no draeger monitor failure found.

Event description:
It was reported that a loss of full disclosure data was noticed on the infinity central station when the clinician tried to retrieve the patient data. A loss of full disclosure patient data could impact a clinician's ability to fully diagnose and or treat a patient. Draeger has started an investigation, a follow up will be provided when the investigation is complete.

Event description:
It was reported that a loss of full disclosure data was noticed on the infinity central station when the clinician tried to retrieve the patient data. A loss of full disclosure patient data could impact a clinician's ability to fully diagnose and or treat a patient. Draeger has started an investigation, a follow up will be provided when the investigation is complete.